Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. Dhrs (device history record) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her husband was unable to test using the adc meter as it would not power on with strip insertion. The customer experienced a loss of consciousness and a glucose reading of 44 mg/dl was obtained on the meter after multiple, repeated attempts. During the course of troubleshooting, it was determined that the customer was not fully inserting the test strip. An ambulance was called and customer was transported to the hospital where they received glucose gel for treatment of hypoglycemia and hospitalized for three days. There was no report of death or permanent injury associated with this event.